Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after the implant the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to a potential infection. The crt-p was replaced with a leadless implantable pulse generator (ipg). The physician noted redness at the incision site. No further patient complications have been reported as a result of this event.